Event description:
It was reported that the arctic sun device failed calibration many times but did not write down the error code. Per wo notes, it was determined that the customer did not want to continue and do another calibration and wanted to have the device assessed by the depot. Customer tried calibration 3 times and it stopped at 1 min left all times. It did not always mean exactly 60 secs and should give it more time. They waited for a very long time and again requested an assessment. Ctu is in calibration. Per sample evaluation results received via task on 22jan2026, it was reported that the tank seals being worn/torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump head. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the biomed stated that the device failed calibration many times but did not write down the error code. Failed calibration is confirmed. (Arctic sun 5000) ctu error 80. Mixing pump was serviced. Tank seals found worn/torn. Device underwent pm program. Tank seals were replaced. Circulation pump was serviced. Evaporator outlet tube, double bend tube, heater, drain valves, and manifold o-rings were replaced. Unit was cleaned. All applicable upgrades were verified complete in accordance with service procedures. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.